Event description:
It was reported that the patient presented after receiving several shocks. The device was checked and it was determined that the patient received ventricular fibrillation (vf) therapy for atrial flutter with rapid ventricular response. The device attempted to withhold therapy initially, however therapy was eventually delivered. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m62 lead implanted: 2012-(B)(6). (B)(4).